Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented asyptomatic to the clinic due to a vibratory alert. The high voltage lead impedance was out of range. Possible svc connector setscrew loose or bad connection. The physician opted to turn the svc coil off.